Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found multiple kinks/knots on the cable, and the serial plate was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd 3cmos autoclavable camera head had an image problem, picture is not good, and fiber optic cable is broken. The issue was found during preparation for use before an unspecified diagnostic procedure. It was changed out while the surgeon was still starting the procedure prior to using the camera. The procedure was completed with a different olympus camera head. There were no reports of patient harm.

Event description:
The reporter indicated that there was no delay due to the issue.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The costumer complaint was not confirmed. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.